Event description:
It was reported that during a follow up in clinic, inadequate capture, r-wave amplitude variation, low pacing impedance, and low defibrillation impedance was noted on the right ventricular (rv) lead. X-ray imaging was performed and dislodgement/advancement of the rv lead was observed. Ultrasound imaging was performed and cardiac perforation was observed. The device was reprogrammed and replacement of the rv lead is anticipated to be performed to resolve the event. The patient was in stable condition.